Manufacturer narrative:
The reported complaint of "cool line catheter (lot #150341) leak" was not confirmed during functional testing. No issues or discrepancies were found on the catheter. No leak or malfunction was observed during testing, and the catheter functioned as intended. Visual inspection of the returned catheter was performed. No physical damage was found on the catheter. Dried blood residues were observed on the balloons and luer tubings. A functional pressure leak test of the returned catheter was performed. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi, and no issues were observed. The balloons did not leak during inflation and deflation. In addition, the returned catheter was connected to a known good suk and ran on a peristaltic pump for 10 minutes at a high-speed rate. No leak was found, and the catheter functioned as intended. All infusion ports and lumens were flushed without resistance. During further functional testing, the returned catheter was connected to a known good suk and ran on a thermogard xp ivtm system in both warming and cooling modes for a total of 2 hours. No leak was observed on the catheter. The balloons were properly warming during the warming mode and cooling during the cooling mode. The red pinwheel of the suk was spinning as normal. No problem was found, and the catheter was performed as intended.

Event description:
During the second day of the ivtm therapy, the customer noted decreasing saline volume in the saline bag and observed no leak from the start-up kit (suk). The customer suspects a cool line catheter (lot #150341) leak and an infusion of around 200 ml of saline into the patient body. The thermogard xp ivtm system did not generate an alarm because the customer noted the decrease in saline volume before the system alarms. The customer replaced the catheter, and the ivtm therapy was continued and completed using the same thermogard system. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint of "cool line catheter (lot #150341) leak" was not confirmed during functional testing. No issues or discrepancies were found on the catheter. No leak or malfunction was observed during testing, and the catheter functioned as intended. Visual inspection of the returned catheter was performed. No physical damage was found on the catheter. Dried blood residues were observed on the balloons and luer tubings. A functional pressure leak test of the returned catheter was performed. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi, and no issues were observed. The balloons did not leak during inflation and deflation. In addition, the returned catheter was connected to a known good suk and ran on a peristaltic pump for 10 minutes at a high-speed rate. No leak was found, and the catheter functioned as intended. All infusion ports and lumens were flushed without resistance. During further functional testing, the returned catheter was connected to a known good suk and ran on a thermogard xp ivtm system in both warming and cooling modes for a total of 2 hours. No leak was observed on the catheter. The balloons were properly warming during the warming mode and cooling during the cooling mode. The red pinwheel of the suk was spinning as normal. No problem was found, and the catheter was performed as intended.

Event description:
During the second day of the ivtm therapy, the customer noted decreasing saline volume in the saline bag and observed no leak from the start-up kit (suk). The customer suspects a cool line catheter (lot #150341) leak and an infusion of around 200 ml of saline into the patient body. The thermogard xp ivtm system did not generate an alarm because the customer noted the decrease in saline volume before the system alarms. The customer replaced the catheter, and the ivtm therapy was continued and completed using the same thermogard system. No consequences or impact to the patient.